Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited elevated thresholds and pacing/sensing impedance. The lead was explanted and replaced. The patient was stable before, during, and after the case.

Manufacturer narrative:
As received, a partial lead was returned in two pieces: connector portion = 7.5 cm and distal portion = 42.6 cm (insulation)/ 50.5 cm (coil). An extraction tool was noted inserted into the distal portion. Visual inspection of the lead partial did not find any anomalies with the exception of procedural damages. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.